Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This is for an unknown spine, unknown locking screw used with a cervical spine locking plate (cslp) / unknown quantity / unknown lot. The investigation could not be completed and no conclusions could be drawn, as no device was returned and no lot number or part number was provided. (B)(4).

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: koehler, s. Et al (2016). Autologous bone graft versus pekk cage for vertebral replacement after 1- or 2- level anterior median corpectomy. Journal of neurosurgery spine, 24, 309-314. Germany. A retrospective comparison of clinical and radiological results of autologous iliac grafts (19 patients) versus those of bone-filled polyetherketoneketone (pekk) cage implants (27 patients). The authors retrospectively analyzed the clinical and radiological outcomes of 46 patients (28 male, 18 female, mean age 67 +/- 10 years) with degenerative multilevel cervical stenosis who underwent a 1- or 2-level accf between 2004 and 2012. Of the 46 patients, 19 (mean age 66 +/- 11 years) were treated with autologous bone graft (group 1) while the remaining 27 (mean age 67 +/- 10 years) were treated with polyetherketoneketone (pekk) cage implants (non-synthes) (group 2) as vertebral replacement after accf (anterior cervical corpectomy with fusion) of the cervical spine. All of the patients also underwent osteosynthesis with an anterior plate and screw system using a cervical spine locking plate (cslp system, synthes). Mean follow up time was 19.2 +/- 15.2 months and 21.9 +/- 13.6 months respectively. Of the 27 patients treated with a pekk cage implant and plate-screw system two (1) had complications where a revision surgery was not needed : one patient had a minor loosening of the screws. This is report #4 of #4 for (B)(4). This report is for an unknown an unknown spine, unknown locking screw used with a cervical spine locking plate. This is for an unknown spine, unknown locking screw used with a cervical spine locking plate (cslp). This part refers to the following complications minor loosening of screws where revision surgery was not needed.